Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The model and serial number of the pump were provided. The healthcare provider had disposed of the catheter as medical waste.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc; lot#: 0222172930; implanted: on (B)(6) 2022; explanted: on (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(6), ubd: 30-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor, company representative) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included spasm. It was reported that the patient's postoperative testing found that the catheter was broken.  The date 2024-mar-01 is considered an approximate date of event (specific month and year known only).  It was indicated as not possible to provide the factors that may have contributed to or contributed to the problem.  The catheter was replaced with new.  The complete catheter was explanted. The date on (B)(6) 2024 is considered an approximate date of explant (specific month and year known only).  The patient was without injury regarding their status at the time of the report.  The patient's weight at the time of the event was unknown.